Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. D4: batch #: u5cz7e. Investigation summary: the analysis results found that one psee60a device was returned with the anvil knife slot damaged, and with no reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lar, the surgeon used the stapler for a vessel (white reload) and it went well. All the IFU instructions had been followed regarding the reloads placement and gun cleaning. When the surgeon stapled the colon, the knife noise was like the tissue was very thick and the knife struggled to move forward. It stopped in the middle of the firing sequence (three seconds) and was started again. The stapling went okay (good hemostasis), but the anvil was broken. A new device was used to successfully complete the case. Surgery was not delayed and there were no patient consequences.